Event description:
User experienced leak from the analyzer that dripped off of the counter and ran onto the floor. Patient samples appear to be fine and no operators were harmed. The field service representative determined the two plugs for the wash tower had been pierced and replaced the plugs.